Event description:
The pt's son reported, over the past three nights his father was awakened numerous times by the unit malfunctioning many times. The first morning after the first malfunction he actually had a mini seizure. The homecare provider was notified and the unit was immediately exchanged. The next night, the ventilator again malfunctioned and the son made a quick change int he circuit which seemed to change it a little. The pt went through the rest of the night and the day problem free. The last night about 5 minutes after the pt went to sleep his ventilator immediately shut odd and he was receiving any air. The pt had two units (one for his wheelchair and one for his bed) so the son switched them and out and still neither of them would work. Someone grabbed an ambu bag and assisted the pt while the son called an ambulance. The pt was taken to intensive care. During the manufacturer requested for additional information, the homecare provider stated "the pt was admitted to the ICU as this is a small hospital and that is the only placed they can put him. He believes the pt stayed overnight and was released the following day; pt reportedly was fine and did not blame the vent."